Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to the screen not working. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was confirmed to be blank. The lcd board needs to be replaced. No repairs were performed as the unit will be scrapped.